Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump received with stained keypad overlay, pillowing keypad overlay identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed pump error 25 was triggered when the backup battery unloaded voltage (ul vlith) was less than 3.7v for 240 consecutive minutes due to non-sleep anomaly software error. In further full review in the pump history found: low battery alarms (104) on (B)(6) 2023 at 16:55:00.000. Replace battery alert (73) on (B)(6) 2023 at 02:26:00.000. Replace battery now alarm (11) on (B)(6) 2023 at 21:25:00.000. Power loss alarm (6) on (B)(6) 2023 at 21:36:36.000. Pump error 23 was found in pump history files on (B)(6) 2023 at 06:55:08.000 and 17:55:54.000. Pump error 25 was found in history files on (B)(6) 2023 at 21:00:00.000 and 21:55:00.000. Pump passed sleep current measurement, active current measurement, and displacement test. Pump alarmed pump error 75 during self test. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted, however, loose j6 connection was noted. J6 connector was recycled and pump passed self test. Pump error 25, unexpected battery power loss, and pump error 75 were confirmed due to loose connection at j6 battery connector. Pump error 23 was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a pump error 23 - post-reset ram crc alarm. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer could clear the alarm and rewind the pump successfully. The pump alerted power error. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.